Event description:
Received spontaneous call from the patient, stating her I-neb device is not working. The medication chamber is secure, she changed the disc but after running the device for 30+ minutes, nothing is coming out and the chamber is still full. Sending her a new device for tomorrow morning. Due to only getting 4 of 8 doses, patient stated she started to feel dizzy. Non-working I-neb device serial number (B)(4). Reported to (B)(6) by: patient/caregiver.